Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (code 204 - belt/monitor unusable; code 107 - multiple abnormal shutdownsl) has been confirmed. The belt was returned for evaluation at the distributors. As received the belt failed a pulse test. Upon evaluation, the trunk cable wires were pulled, straining the wires and causing the pulse wire heat shrink to separate in the distribution node. The exposed pulse wires shorted with the dn pca, causing the test failure. Per the patient's downloaded software flags, the cause of the abnormal shutdowns was intermittent communication between the monitor and electrode belt. It was unable to be positively determined if the strained wires and exposed pulse wires caused the intermittent communication between the monitor and electrode belt. The root cause for pulled wires was excessive force on the cable section. The root cause of the intermittent belt/monitor communication was unable to be positively determined. The belt was removed from service. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient's electrode belt was producing service codes 204 and 107.